Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during use, there were many alarms related to the flow sensor. At that time, the flow sensor was replaced and calibrated, but it was ng. Therefore, it was replaced with another c1. No patient harm.